Event description:
Boston scientific received information that during a non device related procedure, this lead had exhibited out of range impedance measurements greater than 2500 ohms. Oversensing resulting in pacing inhibition with no capture was also observed. It was found that this lead was fractured due to sub-clavian crush. A lead revision was performed to cap this lead. A new lead was successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.